Event description:
It was reported when using the bd pyxis¿ medstation¿ es, all drawers in the pyxis machine showed as failed or not detected on the communication bus, resulting in failed drawers. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. A field service engineer removed and inspected all cubies in test mode, checking all sensors and row board cables, but found no issues. The fse then replaced the drawer controller to resolve the problem. The system functioned as intended after the field service engineer repaired the device.